Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a programming error occurred during a heparin infusion where the dose and rate fields were transposed by the user. The heparin (50 u/ml) was expected to infuse at a dose of 4.8 units/kg/hr (18.6 ml/hr) and to be subsequently increased by 2.1 units/kg/hr for a dose of 6.9 units/kg/hr (26.7 ml/hr) on a patient weighing 193.7 kg. The user increased the rate (2.1 ml/hr) to a rate of 20.7 ml/hr instead of increasing the dose by (2.1 units/kg/hr). No patient harm was reported.

Event description:
It was reported that a programming error occurred during a heparin infusion where the dose and rate fields were transposed by the user. The heparin (50 u/ml) was expected to infuse at a dose of 4.8 units/kg/hr (18.6 ml/hr) and to be subsequently increased by 2.1 units/kg/hr for a dose of 6.9 units/kg/hr (26.7 ml/hr) on a patient weighing 193.7 kg. The user increased the rate (2.1 ml/hr) to a rate of 20.7 ml/hr instead of increasing the dose by (2.1 units/kg/hr). No patient harm was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a programming error occurred during a heparin infusion where the dose and rate fields were transposed by the user. The heparin (50 u/ml) was expected to infuse at a dose of 4.8 units/kg/hr (18.6 ml/hr) and to be subsequently increased by 2.1 units/kg/hr for a dose of 6.9 units/kg/hr (26.7 ml/hr) on a patient weighing (B)(6) kg. The user increased the rate (2.1 ml/hr) to a rate of 20.7 ml/hr instead of increasing the dose by (2.1 units/kg/hr). No patient harm was reported.